Event description:
It was reported that despite performing an operation check on the external pulse generator (epg), sensing and pacing failed. Since the pacing indicator on the epg was flashing it was suspected that the cable had failed. The cable was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was found to be fractured around the base part of the positive and negative connections. (B)(4).